Event description:
The user facility reported a 44-year-old male undergoing cardiac surgery was implanted with an impella rp device for mechanical circulatory support. It was reported that the patient developed worsening hemolysis during impella rp support. As a result of the condition, the decision was made to explant the pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the hemolysis issue has been completed since the original report was filed. The pump was returned for investigation. The product was inspected, and biomaterial was found throughout the cannula and around the impeller. Biomaterial was cleared and the pump passed a hemolysis test. The root cause of hemolysis was determined to be biomaterial. In accordance with updated procedures, section d6 has been revised from the initial submission.